Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported a staph infection she probably got from the hospital during the first permanent implant and the system had to be removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.